Event description:
On march 1, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had an intermittent frozen display issue. The patient was unable to recall when the alleged meter issue began. The pt experienced that the display was freezing occasionally. As a result of the reported issue, the pt took his usual dosage(s) of insulin. On an unspecified date/time after the alleged issue began, the pt claimed that he suffered "hypoglycemic attacks." It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, how long the pt was approximately unable to test because of the alleged issue, and what date/time the symptoms developed. Also, it would have been helpful to know what specific symptoms the pt had, what actions he took before and after the symptoms developed, and if he was able to test his blood glucose before and during the time he was symptomatic. The medical affairs specialist was unable to contact the pt in order to obtain this info. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he suffered "hypoglycemic attacks" after the alleged display issue started. It is unclear as to the duration of the meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet rec'd them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.